Manufacturer narrative:
Submit date: 11/20/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump is giving a very low flow. The pump is feeding 25 ml an hour.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿device's feeding is blocked, the flow is very low.¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.